Event description:
It was reported that in 2007, patient presented with symptoms of lower back pain with degenerative disc disease that has not been improved with physical therapy, medications or injections. Per a MRI, the results showed mild anterolisthesis at l5-s1, mild ddd and disc bulging a l3-l4, l5-s1, central canal stenosis at l4-l5 on (B)(6) 2007 the patient underwent discectomy with interbody fusion with machined peak spacer at l5-s1 with use of allograft, autograft and bone morphogenetic protein, posterolateral fusion, decompression with partial laminectomy, facetectomy and neural foraminotomy and nonsegmental instrumentation at l5-s1 and endius title ii to treat lower back pain. On (B)(6) 2007 the patient presented post surgical procedure. Per records, pt. Indicated he was doing well, controlled with pain meds, walking. X-rays negative. On (B)(6) 2007 pt. Presented with occasional pain in back, some aching in thighs. X-rays continue to be negative and physician recommended heat/ice therapy. On (B)(6) 2008 pt. Presented for follow up, slowly improving, some lower back pain. Ap and lateral lumbar spine xrays shows no abnormal motion. On (B)(6) 2008 pt. Presented for follow up with increased back pain. MRI/CT done on (B)(6) 2008 shows hardware in good position, no significant narrowing, some facet arthrosis, no signs of stenosis. Md recommended physical therapy. On (B)(6) 2008, pt. Presented for follow up complaining of back pain with standing or walks for long periods. Md recommended a brace and lidoderm patch. On (B)(6) 2009, pt. Presented for follow up complaining of back pain, worse with activities. Ap and lat spinal xrays shows graft and hardware to be in good position. On (B)(6) 2009 pt. Presented for follow up complaining of back pain above level of fusion, no leg pain. CT/MRI scan shows foraminal narrowing on the right hand side of l5-s1 but not severe. On (B)(6) 2010 physician documented maximum medical improvement for this patient, no further treatment is indicated.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.